Event description:
The customer reported that the system will not complete a boot up sequence. The error code, check sum, displayed on the system.

Manufacturer narrative:
The ge service rep replaced the s-ram card, checked level 2 service data, checked dose output. The system is operating as intended.